Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. The reported patient effects of ischemia and restenosis, as listed in the absorb gt1 instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2017 the 3.0x18 mm absorb gt1 scaffold was implanted in the mid left anterior descending (lad) coronary artery. On (B)(6) 2018 at the one year follow-up visit, coronary angiogram was performed which found asymptomatic ischemia. A de novo lesion was found in the proximal lad, proximal to the mid lad scaffold. On (B)(6) 2018 percutaneous coronary intervention was successfully performed in the lad. Oct (optical coherence tomography) found stenosis in the proximal segment of the mid lad scaffold. The distal lad also had 50% stenosis. Balloon angioplasty was performed with a drug coated balloon dilatation in the stenosis and on the proximal and distal ends of the scaffold. The patient was discharged on (B)(6) 2018. No additional information was provided.